Event description:
Complainant alleged that while attempting to cardiovert a (B) (6) male pt who was in cardiac arrest, the device displayed a "preamp external reference failure" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was evaluated and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The customer received a replacement device. No trend is associated with reports of this type.